Manufacturer narrative:
(B)(4).

Event description:
Previously it was reported that the lmca was treated with 2.25x16mm, 3.50x38mm and 4.00x12mm study stents and then a dissection was noted. Now it is reported that the lmca was only initially treated with the 2.25x16mm study stent and that post deployment, the grade c dissection was treated with the 3.50x38mm and 4.00x12mm study stents.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as MDR ids:2134265-2018-04746, 2134265-2018-04748. Evolve short dapt clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, clinical status assessment indicated the patient's qualifying condition as stable angina and the patient was referred for elective cardiac catheterization. Subsequently, index procedure was performed. The lesion was located in the left main coronary artery (lmca) with 80% stenosis and was 3.5mm long with a reference vessel diameter of 3.6mm. The lesion was treated with the pre-dilatation and placement of 2.25x16mm, 3.50x38mm and 4.00x12mm study stents. Following post-dilatation, the residual stenosis was 10%. However, during post-procedure, one or more dissections following treatment of the target lesion were observed and intervention was performed in response to the dissection. On the following day, the patient was discharged.